Event description:
It was reported that during an implant procedure, this newly placed implantable cardioverter defibrillator (ICD) exhibited a high, out-of-range shock impedance measurement, measuring greater than 200 ohms. The device was made to deliver a 1.1 joule shock according to protocol and the shock impedance measured at 56 ohms. Then another command with a 41 joule shock was performed and the shock impedance measured at 54 ohms. The patient was induced to ventricular fibrillation (vf) and the ICD detected the vf adequately; the ICD terminated the vf with a 41 joule shock and the shock impedance measurement was at 65 ohms, satisfying the physician. The plan is to continue monitoring this patient via latitude home monitoring system. This ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.